Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that two leads were attempted and not used during the implant of the right ventricular (rv) lead. One rv lead exhibited high impedance and was not used. Another lead was attempted and not used due to the lead helix would not extend. A third lead placement attempt was successful. No patient complications have been reported as a result of this event.